Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: based on the quality standards we exclude a material or manufacturing caused error. A CAPA regarding surface of the instruments have already been initiated.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Burrs in serrations.